Event description:
It was reported the screen is cracked, the programmer rf (radio-frequency) header connection is loose, and the power cord compartment cover latches are broken. The programmer was returned for repair. No patient complications were reported as a result of this event. The programmer rf head was returned with the programmer and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display overlay was broken, the programmer rf (radio-frequency) head connector was loose, and broken tabs were noted on the power cord bay door. (B)(4) analysis found the programmer rf head failed testing due to major internal damage, including a broken upper case and magnet. It appeared to have been immersed in liquid.